Manufacturer narrative:
The analysis was performed on a cobas ampliprep instrument (serial number: (B)(6). The investigation determined that the kit s201 t-scrn mpx v2.0 96t us-ivd assay performed within specifications. The reactive hbv result obtained during resolution testing showed a robust, sigmoidal growth curve, consistent with true target amplification. The positive control for hbv also demonstrated robust and sigmoidal performance, confirming the assay's functionality. The non-reactive result observed in the initial pool of 6 (pp6) was attributed to the assay's limit of detection (lod). Dilution of the sample in the pool likely pushed the sample below the lod, resulting in a non-reactive outcome. A systemic product issue was not identified. The donation was not used, and no further harm or treatment was reported.

Event description:
The initial reporter alleged a result discrepancy when using the kit s201 t-scrn mpx v2.0 96t us-ivd assay on the cobas ampliprep instrument. The allegation involves a sample tested in a pool of 6 (pp6) that was non-reactive for hepatitis b virus (hbv). The same sample was tested with a competitor assay in a pool of 8 and was reactive for hbv. Serology testing for hbv was performed twice and was reactive on both occasions. The initial pp6 was subsequently tested in resolution (resp1), and a reactive result for hbv was obtained with a cycle threshold (CT) value of 36.5. The reactive hbv result showed a robust, sigmoidal growth curve indicative of true target amplification. The donation was plasma, and the blood was not used. The result was not reported to local authorities.